Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states that while moving the touchscreen of the architect i1000sr analyzer, he experienced a cramp in one of his hands and felt a slight electrical shock. The touchscreen failed to work after it was moved and had to be reset by an abbott ambassador. Instrument error code 8009 (power board fault condition detected) was generated. The customer did not seek nor did he require medical treatment. There is no impact to any patient care reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The architect i1000sr analyzer was processing samples at the time of the event and, following the shock to the operator, error code 8009, power board fault condition detected, was generated; the touchscreen monitor also became unresponsive. Abbott personnel at the customer site reset the vga cable of the touchscreen monitor to return functionality to the monitor and the analyzer continued to operate; a system shutdown was not required. No issue was observed with any of the cables; however, the customer observed part of the monitor screen did not have color. No parts were replaced and the touchscreen monitor remains in use at the customer site. No returns were available from the customer site. A review of the analyzer service history did not identify any additional customer issues related to electrical shock or injury to the fingers/hands nor were there issues related to the system control center (scc) or its components. A review for similar complaints since june 2011 identified one additional complaint related to an occurrence of shock from touching the scc mouse that rested on the keyboard tray of the monitor support arm. Both parts were investigated; however, no deficiency was identified and the event was most likely the result of static discharge. A review of the architect product monitoring review scorecard found no similar issues of electrical or static shock or an injury caused by the monitor support arm or the touchscreen monitor. Furthermore, no adverse trend for customer issues with replacement of the monitor support arm (part number 7-203141-02) or the 17 inch lcd touchscreen monitor, black (list number 07d03-20) were identified during the march 2017 (april 2016 to march 2017) reporting period. The incident was most likely caused by static build up from the operator that discharged to the monitor support arm and touchscreen monitor. The architect system operations manual and the I-systems service and support manual both contain information to address the current customer issue. Based on the information within the complaint record, a malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, no deficiency of the device was identified.